Event description:
The customer observed non-reproducible, higher than expected vitros troponin I es results from a known troponin I free sample and a non-ocd qc sample processed using vitros troponin I es reagent on a vitros eciq immunodiagnostic system. Troponin I free sample results: 0.151, 0.113 vs expected <0.012 ng/ml biorad qc result: 0.089 vs baseline mean 0.022 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action. Ocd has no awareness that patient samples were affected and there was no allegation of patient harm as a result of this event; however, ortho clinical diagnostics cannot confirm that patient sample test results would not be affected if the event were to reoccur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es results were obtained from a known troponin I free sample and a non-ocd qc sample processed using vitros troponin I es reagent on a vitros eciq immunodiagnostic system. The assignable cause is analyzer related, as a within-run tropi es precision test was outside of ocd guidelines, indicating the vitros eciq system was not performing as intended. Service actions returned the system to its expected performance. The investigation was able to rule out a reagent issue as a contributing factor.